Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The patient's medical history included pelvic pain female, nabothian cyst, ovarian cyst, hormonal imbalance, heavy periods, constipation, depression, hypertension, lumbago, abdominal pain, uterine bleeding, chronic cervicitis, parakeratosis, endocervical squamous metaplasia, eosinophilic esophagitis, sterilization, gravida ii, parity 2 and haemorrhagic ovarian cyst. Previously administered products included for an unreported indication: ultram, nexplanon, depo, mirena, alprazolam, ondasetron and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: left side: 2 coils were seen within the uterine cavity, and 3 coils were noted to be within the uterine cavity on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: on scout image two essure coils are identified. Grade 3 mechanical obstruction of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no: 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, nabothian cyst, ovarian cyst, hormonal imbalance, heavy periods, constipation, depression, hypertension, lumbago, abdominal pain, uterine bleeding, chronic cervicitis, parakeratosis, endocervical squamous metaplasia, eosinophilic esophagitis, female sterilization, gravida ii, parity 2 and haemorrhagic ovarian cyst. Previously administered products included for an unreported indication: ultram, nexplanon, depo, mirena, alprazolam, ondasetron and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left side: 2 coils were seen within the uterine cavity, and 3 coils were noted to be within the uterine cavity on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: on scout image two essure coils are identified. Grade 3 mechanical obstruction of both fallopian tubes. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : pelvic pain lot number: 787215, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event abnormal uterine bleeding and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The patient's medical history included pelvic pain female, nabothian cyst, ovarian cyst, hormonal imbalance, heavy periods, constipation, depression, hypertension, lumbago, abdominal pain, uterine bleeding, chronic cervicitis, parakeratosis, endocervical squamous metaplasia, eosinophilic esophagitis, female sterilization, gravida ii, parity 2 and haemorrhagic ovarian cyst. Previously administered products included for an unreported indication: ultram, nexplanon, depo, mirena, alprazolam, ondasetron and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: left side: 2 coils were seen within the uterine cavity, and 3 coils were noted to be within the uterine cavity on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: on scout image two essure coils are identified. Grade 3 mechanical obstruction of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain lot number: 787215 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.